Event description:
Contact lens wearer. Corneal ulcer, left eye, in mid periphery superiorly. Mild red eye, burning noted for 2 days previously. Did not remove contact lens until the evening before her office visit.-had been wearing 1 week extended wear. She usually wears one full month extended wear & replaces lenses monthly also yellow discharge morning of office visit. Treatment with vigamox resolved the event in 3 days.